Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The assignable cause of the iipv identified via device log review was determined to be insufficient drain, use error - false empty detect and use error - clinician inappropriately set minimum drain volume % setting too low (at 75%). A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. No issues were identified during the review of the actual device's previous service history record (shr) that may have contributed to the reported difficulty or the additional iipv. The device was determined to meet specifications for the iipv found in the logs. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation, an increased intraperitoneal volume (iipv) event was found in the patient event logs. The ultrafiltration (uf) volume was 76 milliliters (ml) during cycle 10, which means the patient drained 76ml more than the largest prescribed fill volume (lpfv) of 250 ml. This meets increased intraperitoneal volume criteria. No patient injury or medical intervention was reported.